Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the motor device and attachment device were getting hot while in use together for a treatment during use on a patient. It was reported that there was no delay in the procedure as identical spare devices were available for use to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.